Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt's pump was explanted due to potential pump thrombus. The pt had elevated lactate dehydrogenase (ldh) and was non-compliant with anticoagulation. Add'l info provided to the MFR indicated that the surgeon left that due to cardiac anatomy, the inflow cannula configuration of another MFR's device would better support the pt. The pt is recovering in the intensive care unit (ICU) and doing well.